Event description:
Healthcare professional reported unknown side "removed due to pain and capsular contracture" baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Continued e.1. Facility name: (B)(6) hospital. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/13/2024.

Event description:
Healthcare professional reported unknown side "removed due to pain and capsular contracture" baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional reported unknown side "removed due to pain and capsular contracture" baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported unknown side "removed due to pain and capsular contracture" baker grade unknown. The device has been explanted and replaced.